Event description:
It was reported a patient developed a urinary tract infection (uti) and the customer got a positive culture result after the cystonephrofiberscope was used for a diagnostic cystoscopy procedure. The patient experienced symptoms of problems urinating and blood in urine which began on (B)(6) 2025. A urine culture was positive for enterococcus faecalis. The patient received fosfomycin (monurol) for treatment. The patient's current condition is reported to be symptoms free. No further patient harm was reported.